Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the leaflets grasped at a2p2. After deployment of the clip, it appeared the clip angled and was moving. No further intervention was performed and the procedure completed with the mr reduced to <1. During a routine follow up the next day it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda) and the mr increased to 3. A second procedure was performed on (B)(6) 2022. Two clips were implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported partial clip movement appears to be due to challenging patient anatomy (very thick leaflets, flail). The reported single leaflet device attachment (slda) appears to be a cascading event of the partial clip movement. The reported mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention (additional procedure, mitral valve) were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.